Event description:
It was reported that this pacemaker patient experienced a syncopal episode. The device was interrogated and there were no stored episodes which correlated to the patient's syncope. It was noted the patient was dependent on pacing. The local area field representative was contacted for additional information, however at this time no further information is available. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker recorded a syncopal event. The device was interrogated and there were no stored episodes which correlated to the patient's syncope. It was noted the patient was dependent on pacing. The device was explanted some years later and returned for analysis without additional allegations after being implanted for several years. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.